Event description:
It was reported that the procedure was to treat a bifurcated internal carotid artery on a high risk patient. The accunet was placed and the lesion was pre-dilated. During the balloon inflation, the patient experienced asystole which was treated with atropine. The acculink stent was then placed and post dilatation was performed. During the balloon inflation, the patient once again experienced asystole as well as hypotension, which was treated with atropine. The balloon was removed and the filter basket was successfully recovered. When the filter basket was removed, a vessel spasm was noted, which was treated with nitro. As they were still monitoring the patient, the patient experienced cardiac arrest and CPR was necessary. Before the patient left the room, his ekgs were normal and he was talking. It was confirmed that no stroke had occurred. No additional information was available.